Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer reloaded the cartridge to resolve the issue. There was no adverse impact on customer's blood glucose level.